Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ coil migrated'), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('pregnancy (stillbirth or miscarriage),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 (dates of live births: (B)(6) 2005, (B)(6) 2009, (B)(6) 2010, (B)(6) 2013). Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines/headaches/migraine"), back pain ("back pain"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain/ pain") and was found to have weight decreased ("weight loss"). In 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), hypersensitivity ("allergy") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, alopecia, migraine, weight decreased, pregnancy with contraceptive device, abortion spontaneous, back pain, abdominal pain, pelvic pain, hypersensitivity and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and weight decreased to be related to essure. The reporter commented: insertion date as per previous fu: (B)(6) 2013. Current weight as of (B)(6) 2019: 172 lbs. Approximate weight at time of essure placement: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Migration of essure device. Coil migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ coil migrated / migration of essure device location of device: left toward ovary') and abortion spontaneous ('pregnancy (stillbirth or miscarriage),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 (dates of live births: (B)(6) 2005, (B)(6) 2009, (B)(6) 2010, (B)(6) 2013). Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In b)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines/headaches/migraine") and back pain ("back pain") and was found to have weight decreased ("weight loss"). In b)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). In b)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced hypersensitivity ("allergy"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, alopecia, migraine, weight decreased, pregnancy with contraceptive device, abortion spontaneous, back pain, abdominal pain, pelvic pain, hypersensitivity, menorrhagia and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion date as per previous fu: b)(6) 2013. Current weight as of b)(6) 2019: 172 lbs. Approximate weight at time of essure placement: 190 lbs. The patient experienced another pregnancy episode with essure captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on b)(6) 2014: total bilateral occlusion. Migration of essure device. Coil migrated.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal). Case (B)(4) was found to be duplicate of this case and will be deleted, all information from case (B)(4) transferred to this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ coil migrated / migration of essure device location of device: left toward ovary') and abortion spontaneous ('pregnancy (stillbirth or miscarriage),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (dates of live births: (B)(6) 2005, (B)(6) 2009, (B)(6) 2010, (B)(6) 2013), menometrorrhagia, ruptured ectopic pregnancy, ovarian cyst, urinary tract infection, ovarian cyst, vaginal disorder and post coital bleeding. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines/headaches/migraine") and back pain ("back pain") and was found to have weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced hypersensitivity ("allergy"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, alopecia, migraine, weight decreased, pregnancy with contraceptive device, abortion spontaneous, back pain, abdominal pain, pelvic pain, hypersensitivity, menorrhagia and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion date as per previous fu: (B)(6) 2013. Current weight as of (B)(6) 2019: 172 lbs. Approximate weight at time of essure placement: 190 lbs. The patient experienced another pregnancy episode with essure captured under case (B)(4). Discrepancy noted in date of birth (B)(6) 1968. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Migration of essure device. Coil migrated.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Medical records received- new reporter, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ coil migrated / migration of essure device location of device: left toward ovary') and abortion spontaneous ('pregnancy (stillbirth or miscarriage),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 (dates of live births: (B)(6) 2005, (B)(6) 2009, (B)(6) 2010, (B)(6) 2013). Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines/headaches/migraine") and back pain ("back pain") and was found to have weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced hypersensitivity ("allergy"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, alopecia, migraine, weight decreased, pregnancy with contraceptive device, abortion spontaneous, back pain, abdominal pain, pelvic pain, hypersensitivity, menorrhagia and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion date as per previous fu: (B)(6) 2013. Current weight as of (B)(6) 2019: 172 lbs. Approximate weight at time of essure placement: 190 lbs. The patient experienced another pregnancy episode with essure captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Migration of essure device. Coil migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ coil migrated'), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('pregnancy (stillbirth or miscarriage),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 (dates of live births: (B)(6)2005, (B)(6) 2009, (B)(6) 2010, (B)(6) 2013). Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines/headaches/migraine"), back pain ("back pain"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain/ pain") and was found to have weight decreased ("weight loss"). In 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), hypersensitivity ("allergy") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, alopecia, migraine, weight decreased, pregnancy with contraceptive device, abortion spontaneous, back pain, abdominal pain, pelvic pain, hypersensitivity and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and weight decreased to be related to essure. The reporter commented: insertion date as per previous fu: 01-jan-2013 current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at time of essure placement: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Migration of essure device. Coil migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. Event injury nos was replaced with new events: abnormal bleeding (general), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, migraines/headaches, pain: abdominal, back, pregnancy (stillbirth or miscarriage), device ineffective, weight loss, migration of essure device/ coil migrated. Reporter's information and lab data was added. Historical conditions were added. This is a retention case. All the information: reporter¿s information. Events: pelvic pain, allergy, menorrhagia (heavy menstrual bleeding) were added from the duplicate case 2019-055910. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.